Event description:
Device malfunction: none. Time of malfunction: during procedure. Symptoms/ae: epd unretrieved in artery. It was reported that during a stenting procedure in the peroneal artery the emboshield pro embolic protection device (epd) was deployed in the peroneal artery over a non-abbott guide wire. The bare wire was not used. The lesion was stented. The epd was unable to be retrieved despite snare removal attempts. The physician chose to leave the epd in the peroneal artery as the pt had good collateral circulation. There was no adverse pt sequela. Though requested, no add'l info was provided.

Manufacturer narrative:
(Off label use in peroneal artery; use of filter with other than bare wire). The device reported as an abbott international product which is the same or similar to a device that is marketed domestically. The filter remains in the pt's artery. The lot number was provided. Review of the device history record is forthcoming.